Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was no longer receiving stimulation as the scs ipg was no longer functional. As a result, the device was explanted and replaced with a different model. Stimulation was restored following the surgical intervention. No troubleshooting with external devices was attempted prior to procedure.